Event description:
A family member reported that the keypad buttons have not been responding appropriately since yesterday. She stated that the patient attempted to bolus, but the ok keypad button was unresponsive. The family member noted that the buttons feel hard, and do not spring back when pressed. She stated that the ok, up arrow, and down arrow button symbols are worn, but the keypad is intact. The family member confirmed that the patient does not expose the pump to water and cleaning products.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad buttons did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. It was also found that the keypad symbols were worn. Unrelated to the complaint, during evaluation a crack at battery compartment's threads was observed, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.